Event description:
It was reported to st. Jude medical that at 6 month follow-up, high impedance and increase in thresholds were observed. During the surgery the lead was disconnected and tested, and reconnected to the ICD. Normal measurements were observed. The physician requested a new ICD suspecting a connector problem.